Event description:
The reporter stated that the surgeon inserted an aspheric three piece collamer lens model cq2015a in 2007 and explanted the lens approx one month later, due to patient being nearsighted and having anisometropia between both eyes with this power of lens in the eye. Another cq2015a 20.5 diopter lens was implanted and patient had no difficulties. It was reported that it wasn't due to the lens it was due to incorrect diopter chosen for the patient.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned. A work order search was performed for similar complaints within the search and there were no similar complaints.